Event description:
It was reported that implant was removed due to bone loss, site 22. Patient to office from endo with noted bone loss present. Removed and grafted. Patient will have implant replaced. Noted pain discomfort, edema.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: last name unknown / not provided. H4: device manufacturer date unknown / not provided. H6: additional h6- patient codes: 4755: swelling/edema.